Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that pacing impedances on the right atrial (ra) lead connected to this device were high out of range, resulting in an automatic lead safety switch to unipolar. Noise was also noted on the right ventricular (rv) channel. The clinician elected to leave the device programmed with the atrial channel in unipolar mode. No adverse patient effects were reported and ra lead measurements were reportedly acceptable in unipolar mode. The pacemaker and leads remain in service.